Event description:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro catheter and a varipulse¿ bi-directional catheter and the patient experienced cardiogenic shock that required intubation and intensive care admission. In addition, the vizigo sheath was observed to have a hemostatic valve leak. The patient with a history of tia in (B)(6) 2025, after which atrial fibrillation was shown in holter, and was evaluated in an emergency room in (B)(6) 2025 for an episode of af (atrial fibrillation)/flutter, with resolution with amiodarone IV. He was subsequently monitored on an outpatient basis. However, it persisted with paroxysms despite management with antiarrhythmic intravenous (IV). In (B)(6) 2026 he came to the clinic asymptomatic, documented in the atrial holter flutter. Therefore, ablation was proposed. Alert, oriented. Neck without jugular engorgement, without murmurs. Rhythmic precordium, without blows. Intact limbs, without edema. Laboratory/cabinet: leu 6.3 hb 16.4 hto 46.1 plaq 291mil. Gluc 86 crea 0.98 urea 46 bt 1.3 tgo 45 tgp 62. Na 136 k 4.61 cl 100 total cholesterol 156 trig 42. Common medications: elicuis 5 mg c/12 hrs. Braxan 200 mg c/12 hrs. Forxiga 10 mg c/24 hrs. Seloken 1/2 every 12 hours. Patient with planning of ablation protocol with the following flow: high-density mapping with octaray to accurately determine arrhythmogenic sites. Extensive afl was determined from the coronary sinus to the eustachian valve, for which radio frequency (rf) ablation of the atrial flutter was initiated (qdot was used for availability) with a lack of precision and stability of the catheter when ablation, leaving a very extensive line of lesions. The procedure was done in q-mode at 35w power without achieving continuous ablations or good impedance drop. Pulmonary vein isolation was performed in the following sites (lspv (left superior pulmonary vein)=6, lipv (left inferior pulmonary vein)=4, rspv (right superior pulmonary vein)=6, and ripv (right inferior pulmonary vein)=7). The transseptal puncture was performed, apparently without complications. However, it was reported that the vizigo "liner" was replaced with a new one because the valve was defective, and later the vizigo "liner" was replaced with an agillis sheath because the physician was not comfortable with the maneuverability of the vizigo sheath. It was reported that performing the "avp" with varipulse following the suggested ablation protocol, giving 23 lesions in total, within the recommended therapeutic does and correctly adhering to the irrigation protocol alternating 30 ml/min in ablation and 4 ml/min at rest. The procedure was successfully completed, and the physician performed an ultrasound to check for effusion or if the effusion persisted (information unknown). The patient was extubated and taken to their room. The patient was successfully isolated to recovery and subsequently went up to the floor. Later, the patient had cardiogenic shock. The patient was intubated and reported to be in stable condition. The patient was admitted to intensive care unit and required prolonged hospitalization. It was reported that the patient had comorbidities. Medical history includes paroxysmal atrial fibrillation, non-obstructive hypertrophic cardiomyopathy, heart failure with preserved ejection fraction (hfpef), allergen immunotherapy (ait)- ((B)(6) 2025), tia (B)(6) 2025. Physical examination appeared unremarkable. Blood pressure was 111/74 and the heart rate was 67. Nt-pro-bnp lab was 2571. Patient was in sinus rhythm on electrocardiogram. Additional information was received. There was "no real evidence that a hemostatic problem" but that the valve of the vizigo sheath was damaged from the factory, so it leaked when purged and it was decided to change. It was not identified that air was entering the patient. The adverse event was assessed as MDR reportable under the qdot micro catheter and the varipulse¿ bi-directional catheter. The hemostatic valve leak issue was assessed as MDR reportable under the vizigo sheath (product code: d138501 / lot #: 00002702).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).